Event description:
Case reference number (B)(4) is a spontaneous report sent on 01-jul-2025 by a 27-year-old female patient concerning herself. Additional information was received from the patient on 02-jul-2025 and 08-jul-2025. The medical history of the patient included allergic to gluten and problems absorbing vitamins. The patient had previously received treatment with versa in 2021, botox 1-2 times per year starting in 2022 for cosmetic indication, and restylane lyft in 2022. She also received sculptra treatments previously without any reported complications. In 2022 or 2023, the patient received the johnson and johnson covid-19 vaccine. In (B)(6) 2025, the patient underwent dental cleaning ozone treatment, dental filling left side top molar in (B)(6) 2025 followed by dental cleaning and bleaching in (B)(6) 2025. Concomitant medication included lidocaine [lidocaine hydrochloride]. On (B)(6) 2025, the patient received treatment with 1 vial of sculptra to masseters, nasolabial fold areas, right midface (directly under the orbital rim), left cheek area, near the eye and both temples using a needle (unknown lot number and injection technique). Sculptra was injected to near the eye and temples (off label use of device). On (B)(6) 2025, immediately following injection in the right midface under the eye, the patient experienced tingling (implant site paraesthesia) radiating up to her eye, numbness (implant site hypoaesthesia) affecting the eye socket and right ear, and blurred vision (vision blurred). The patient reported that the infraorbital nerve was nicked (nerve injury). However, the injector said that it was probably due to lidocaine. Approximately four hours post-injection, the patient experienced difficulty communicating. On (B)(6) 2025, the patient felt like she was going to fain/dizziness (dizziness) upon standing. On (B)(6) 2025, the patient started experiencing persistent dizziness, head feels full (head discomfort) described as a feeling of brain inflammation, and felt like a concussion, jaw pain/dull aching (implant site pain) around right eye. The patient reported that her vision had become less blurred, although she felt like there was something in her right eye. On an unknown date in 2025, the patient informed the injector of these events and was advised taking benadryl [diphenhydramine hydrochloride]. The patient also consulted an ophthalmologist, who said it could be that the optic nerve was affected and prescribed prednisone [prednisone]. The patient was not able to take much prednisone as she experienced heart racing (palpitations) after taking it, however, prednisone eye solution was helping. On an unknown date in 2025, the patient had consultation with an ent specialist, who ordered an MRI scheduled for (B)(6) 2025. Her psychiatrist refilled her gabapentin, and the patient took 300 mg of gabapentin on (B)(6) 2025. The patient reported that all symptoms were improved but remained ongoing. On 27-apr-2026, the patient reported experiencing vision loss (blindness transient), which returned. When it returned her vision was blurry. She also reported intermittent vertigo (vertigo). The patient indicated that she continues to experience visual issues to date, which have reportedly resulted in loss of employment. A nerve conduction study was performed, leading to a diagnosis of sensory overload of the optic nerve. The patient was subsequently referred to neurology, where an ocular ultrasound was recommended to confirm or rule out a severed nerve. Outcome at the time of the report: infraorbital nerve was nicked was recovering/resolving. Tingling was recovering/resolving. Numbness was recovering/resolving. Blurred vision was not recovered/not resolved/ongoing. Heart racing was recovering/resolving. Felt like fainting/dizziness was recovering/resolving. Head felt full was recovering/resolving. Pain was recovering/resolving. Vertigo was unknown. Vision loss was recovered/resolved. Sculptra was injected to near the eye and temples was recovered/resolved. Tracking list: v.0 initial report v.1 fu received on 27-apr-2026 from the patient herself. Case upgraded to serious. Events (blindness transient, vertigo) were added, and the outcome of vision blurred was updated.

Manufacturer narrative:
Company comment: the serious event of vision blurred and the non-serious events of paraesthesia, hypoaesthesia, pain at implant site, nerve injury, dizziness, blindness transient, and head discomfort were considered expected and possibly related to the treatment. Seriousness criteria includes the need for medical interventions and long-standing event suggestive of permanent damage. The potential root cause is the treatment procedure, leading to nerve injury and its manifestations. The non-serious events of vertigo and palpitations were considered unexpected and unrelated to the treatment. Alternative root cause for palpitations is the use of prednisone for event management and vertigo could be due to undisclosed/undiagnosed medical conditions. Sculptra was used off-label to the periorbital and temple areas. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and have provided sufficient information to assess the potential root cause, indicating a possible association with the treatment procedure. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted unless further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.